Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. The detailed investigation showed that the problem was not caused by a system error, rather, the examination of the log files shows that the patient was created by the user by mistake. According to the log file a previous patient was accidentally re-registered on the sensis system by the user. This resulted in the patient being also registered on the artis icono system. There was no mix-up of patient data as only an empty patient folder was created by the user by mistake. Therefore, the system works as specified. No parts were exchanged and no corrective action is necessary. The user was made aware of this mistake in order to prevent recurrence in the future. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis icono floor system. The user reported that there was a mix up of patient data after a procedure. At this time, there is no indication of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.